Manufacturer narrative:
Internal report: (B)(4). Syringes were not returned for evaluation. Most likely underlying root cause: mlc-65: manufacturing or packaging defect. Note: manufacturer contacted customer in a follow-up call to ensure a resolution to the complaint - unable to establish contact with customer at this time due to no contact information provided.

Event description:
Consumer reported complaint for missing syringe plungers. The customer did not report symptoms. Medical attention is not reported. The product storage location is undisclosed. The syringe lot manufacturer's expiration date is 10/24/2017 (expired) and open vial date is undisclosed.